Event description:
The pt rec'd bilateral total knee revisions in 2/1997. The pt noticed a locking and some grating in their right knee and intermittent pain. During a visit to the surgeon, approximately in september or 10/98, an x-ray was taken and revealed the femoral stem bolt had separated from the femoral stem. The pt was re-operated in 98 to remove the femoral stem bolt.